Manufacturer narrative:
Pump received with blank display due to corroded battery cap contact. Used a test battery cap, no blank display noted during testing. Pump received with cracked reservoir tube lip noted.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer reported that this issue had been taking place for several months leading up to the call. During troubleshooting, the customer confirmed that the battery cap was corroded. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.